Event description:
It was reported that prior to implant there were no problems when testing the helix. After the lead was placed the measurements were not acceptable so the physician tried to retract the helix but it took 20-30 turns to retract. After the helix was retracted, the stylet was not able to be inserted into the lead. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and the distal conductor was distorted. It was also noted that there was blood in/on the helix/lobe mechanism, the guidetooth was damaged, and the lead appeared damaged at implant.